Event description:
Hillrom received a report from a hillrom technician stating the power cord was frayed exposing copper wires. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord needed to be replaced. Per the hillrom service manual the century bed requires an effective maintenance program. We recommend that you perform annual preventative maintenance. Inspect the power cord and plug for cuts, nicks or breaks. Replace the power cord or plug if indications of damage are visible. As no serial number was provided for this bed, a search of the hillrom maintenance records for any hillrom performed preventative maintenance on this bed was unable to be completed.it is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cord to resolve the reported event.based on this information, no further action is required.